Event description:
While planning manually in the tcc the source activity is taken as 10 ci by default. Tcc user interface does not show the source strength or gives an option to select the source strength in case of manual planning. Masterplan does not provide an option to plan for fixed 10 ci source strength. This combination is prone to error. In this instance, the physicist entered the plan manually due to the network not working properly. After the treatment the dwell time was found to be more than what was actually entered/planned.

Manufacturer narrative:
Investigation: method of investigation: when a problem occurred by transferring a plan from ocb to tcc it was decided to do a planning manually in the tcc editor. In the flexitron manual it is stated that a plan is based on a source activity of 10 curie, this was not done and caused a wrong plan. Then there is a pre-treatment record where it should have been noticed that the source activity was 10 curie, when not looked at carefully the error will stay. Then the tcc gives back the adapted treatment record with dwelltimes according the actual source activity. Dwell times will change. Again the user should take notice of the reports. It is not clear in the software that the 10 curie was used as the planned source activity. When do the intervention in the tcc by editing the plan, so replanning in the tcc manually, the correct source activity of the lr-192 source is not taken into account. The user has to re-plan manually in the tcc with a 10 mci source activity just as in the planning. A message to warn the user that a mistake of source activity mismatch between planning system and actual source activity is indicated by the flexitron must come up to prevent planning of wrong dwell times in manual mode. Improve clarity in all phases in tcc about dwell times and source activities. Planned source activity and actual source activity in the flexitron. Now this is not clear.